Event description:
It was reported that the home patient (hp) had reused single-use supplies on the home patient (hp) during peritoneal dialysis (pd) therapy on the homechoice (hc) device. The hp stated that during the troubleshooting for another alarm, the hp disconnected a supply bag and reconnected it to the heater line. This occurred while the patient was connected. The technical service representative (tsr) explained that by disconnecting the bags at that time, the setup was compromised and no longer considered sterile. The tsr assisted to end therapy. The hp would continue therapy with manual exchange. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.